Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. During removal of the pre-loaded wire guide, the coating separated slightly, but remained intact near the distal end. The device was removed with no injury to the patient.